Manufacturer narrative:
Continuation of d10: product type recharger product ID 97745bp lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6) h3: analysis of the 97745bp battery pack (s/n (B)(6)) revealed that battery was out of elec. Specification scrapped due to failed cycle count should be 150 reads 732. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative (pt rep) regarding an external device. Caller did not have the equipment present (pt was also not present). The reason for call was that the controller had been flashing an alert saying to change the batteries in the controller; caller confirmed that the message was appearing when the pt was trying to recharge the implantable neurostimulator (ins). Caller then stated that the pt had been having trouble recharging the ins and that it took an hour and a half to recharge the ins to 50%. Caller was able to confirm that the issue started sometime this month. Caller mentioned that they hadn't been able to call patient services (pss) regarding the issue as the pt had been in the hospital with pneumonia and the pt just got home about a week ago. Caller will call ps back tomorrow for further assistance when equipment and pt are present. Additional information was received from the pt. Pt called back with equipment. Pss instructed pt to plug controller in to ac power supply without li battery and pt reported the screen turned on. Pt then reinserted li battery and reported the screen stayed on and green light started blinking. Pt rep stated controller was at 100% and ins was depleted. Pss instructed pt to attempt starting a recharge session, pt stated their controller screen was stuck on looking for device and checking recharge quality. A replacement recharger (rtm) was requested. Pt was very hard of hearing. Pt mentioned the issue has been happening for about 2-4 months. Additional information was received from the patient (pt). The cause was unknown. Pt reported the issue was resolved with their old charging cord. Additional information received from the patient. Pt said that the controller battery needed to be replaced. Pt rep said that the co ntroller was dead and that the controller was not powering on. Pt was upset and insisting that the battery pack just be replaced from the start of the call. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pt rep said that they thought they did this process the last time. Pss had the pt unlock the controller; pt saw battery low recharge your implanted device. Pss had the pt get to the batteries screen; the pt saw that the controller was at 80% with recharging indicated. Pss had the pt initiate an ins recharging session; caller said that the controller was just saying checking the recharger. Pt said that the controller would never go to looking for device which was the problem. Pt said that a message saying to replace the controller batteries would then appear also when trying to recharge the ins; pt noted that this message came up yesterday and the day before. Caller said that then system problem rm05 appeared during the call. Pss reviewed recharger replacement with the pt/caller. Caller said that the recharger was replaced last time and it started working but the issue was never resolved. Caller said that the cord replacement didn't make a difference. Pss reviewed several times the error message meanings with the pt/caller and why pss was replacing the recharger versus the battery pack. Due to the nature of the call, pss did not ask for further information regarding the rep being notified of the issue. Caller said that the pt had trouble with the equipment being slow and that it would take forever to recharge the ins. Pss advised the caller that the recharger would be replaced and that the battery pack would be requested as well. Pt called back and reported they received the replacement li battery pack and recharger, but was still unable to progress past 'checking recharger' screen on controller when trying to charge ins. Pt was very hard of hearing and didn't hear/understand agent very well. Pt said they met with their medtronic rep and was told their battery did not work. Agent tried to clarify if pt met with rep a second time, after receiving this replacement battery; pt said yes, and rep told them again to get another battery replacement. Pt confirmed their controller was able to charge and powered on. Agent explained that a replacement controller would instead be sent, as pt received the other replacements already, and was still experiencing the same problem. Pt mentioned the battery door didn't shut well on their controller - agent suspected pt didn't swap battery doors when received battery replacement. Agent reopened reassigned case to send follow-up email to repair for controller and added secure note with serial number info. Agent closed case.